Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set fell off during use, which caused the patient blood glucose elevated to 213 mg/dl. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.